Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to retrieve the suture during the needle plunger retraction was confirmed. In addition, one of the anterior cuff tabs measuring one one-hundredth (0.01) of an inch square was broken off and was not returned with the device. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other perclose proglide devices referenced are being filed under a separate medwatch MFR number.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in the left common femoral artery using perclose proglide devices. Reportedly, during pre-placement of the sutures in a 6-french sized access site using two proglide devices, when the needle plunger was removed only the white sutures were present. A third proglide device was attempted, but when the needle plunger was removed no suture was present. The sutures from two additional proglide devices were sequentially deployed 60 degrees opposite in orientation. The sutures were clamped to the sterile drape and set to the side. The access site was dilated to 14-french. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.